Manufacturer narrative:
This case, with patient identifier (B)(6) (performa system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 1.6 mmol/l, 1.1 mmol/l (performa meter), and 4.0 mmol/l (aviva meter). No adverse event reported. The test strip lot number for the aviva meter was not provided. Return of the suspect device was requested for evaluation.